Event description:
This is a spontaneous case report received from published in digital press from a non-health professional in (B)(6) on 15-jun-2016, which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016. Essure was implanted three months ago from the reporting time at hospital, where she was told that the treatment was totally secure and without significantly adverse events, and she was asked to sign some papers. No one told to consumer about the possible-though not too possible- complications of essure: autoimmune reactions, abdominal pains, legs pain, pelvic pain, vomit, chronic tiredness, etc. These complications are cited in the protocol. The consumer reported that (B)(6) does not inform regularly about the risks of essure before implanting it. Few weeks after, the consumer started to present strong pain in legs, and know she is on the list for essure to be removed, which implies to lose the uterus, besides fallopian tubes. All the events were considered as related by consumer. Follow-up received on 24-jun-2016: (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report received from published in digital press refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced strong pain in legs. She was on the list for essure to be removed. This event is listed in the reference safety information for essure. Leg pain may occur with essure therapy. In this case, consumer experienced this event few weeks after essure insertion. Based on a compatible temporal relationship and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal will be performed. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 23-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred term: pain in extremity. The analysis in the global safety database revealed 41 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received from published in digital press refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced strong pain in legs. This event was considered listed in the reference safety information for essure. In this case, consumer experienced this event few weeks after essure insertion. Considering that the consumer was on the list for essure removal and lack of alternative explanation, a causal relationship with suspect insert cannot be totally excluded. This case was regarded as incident since device removal will be performed. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information cannot be obtained.